Event description:
Primary surgery 2006, single level acdf, unremarkable. Upon review of radiographs, hybrid screw shows movement of backing-out at 16 months post-op. In 2008, removed the hybrid construct, revealing bony bridge. In addition to CT myelogram assessment confirmed fusion, so there was no need to re-instrument.

Manufacturer narrative:
Na